Manufacturer narrative:
(B)(4). Method: the complaint opt544 optiflow nasal cannulas were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that the tubing of the two opt544 was pulled apart from the grip and swivel. A lot check revealed no other complaints of this nature for lot number 121122. Conclusion: based on the inspection conducted, the reported fault is most likely due to excessive force applied on the nasal cannula, possibly due to the caregiver or the patient pulling the tube. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. This suggests the subject opt544 was damaged after it was released for distribution. The user instructions that accompany opt544 optiflow nasal cannula state the following: -"do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two opt544 optiflow nasal cannulas came apart at the swivel. No patient consequence was reported.